Event description:
It was reported that the patient was experiencing loss of stimulation following a spinal surgery and noted that the implantable pulse generator (ipg) was at end-of-life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.